Event description:
During an atrial tachycardia procedure, it was reported that the pentaray nav high-density mapping catheter got caught in the patient's tricuspid valve. The catheter was removed with no patient consequence. On (B)(4), received additional information requested from bwi representative stating that the catheter was inserted into the right atrium and fast anatomical mapping (fam) and mem points were collected in the svc and high right atrium and withdrawn to collect points in the ra and inferior vena cava (ivc) region. The splines were noted to be collapsing in a forward fashion opposite to the shaft. The physician felt that the pentaray nav high-density mapping catheter was caught in the tricuspid valve. The catheter did not readily withdraw but with rotation of the catheter the splines were released and the catheter was removed from the patient. There was no noted adverse affect to the patient and the procedure was completed using traditional point-by-point mapping with use of fam. There was noted by the physician to be anomalous anatomy from the patient. The outcome of this event was a full recovery. The physician¿s opinion regarding the causality of this adverse event is possible device related. Due to this additional information, bwi decided to report this complaint. Awareness date changed from (B)(6) 2013.

Manufacturer narrative:
The investigation is still in progress. (B)(4).